Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for undefined high pacing impedance, high rate non-sustained episodes, and a high number of short v-v intervals. Oversensing was observed on stored electrograms and a chronically low r-wave measurement was noted. Double counting r waves were also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.